Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event had been resolved. The results observed were expected based on the hardware. It was clarified with the investigator that this was not noise. No alternative testing was needed. No complications were reported/anticipated.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was tourette's syndrome.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator for tourette's syndrome. It was reported that the patient does not feel the effect of stimulation on the left side when the device is turned to a high amplitude setting, and that stimulation can only be felt on the right side. It was also noted that there appears to be noise artifacts during sensing on the left side, which the hcp is unsure to be related to the lack of stimulation perception. Impedances were checked and found to be within normal range, with the cause of the event undetermined and still under investigation. The event remains ongoing. No further complications are anticipated.